Manufacturer narrative:
Continuation of d10: product ID 977a275 serial# unknown implanted: (B)(6) 2024: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a manufacturer representative. It was reported that the battery power ran low quickly. The device was set to "b" and they fully charged the stimulator the previous night, however the remaining charge reached 30% the following day at 5:30 in the afternoon. The battery held a charge for more than two and a half days during "hospitalization." The hospitalization was clarified to be the patient's normal post-implantation hospitalization. The cause of the battery running low was due to an electrode that had high impedance. The electrode setting had since been changed. The charging interval was 7 days on the energy check screen immediately after the settings were changed; they were advised to contact the representative again if the charging frequency did not improve.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins) for failed back surgery syndrome (fbss). It was reported that the lead electrode had high impedance. Electrode 10 had high impedance over 40000 ohms. The patient was checked for any behavior that could lead to disconnection such as falling or twisting of the body, but there was none. The impedance of the electrodes in use was abnormal, so the electrodes in use were changed. There were no problems with the stimulation coverage range. Nothing in particular was done to resolve the high impedance, and the high impedance remained unresolved. No surgical intervention occurred or was planned. No symptoms were reported and there was no health damage. The physician's opinion about the causal relationship was asked but unknown.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot #: unknown, ubd: , UDI#: , implanted: 2024-05-31, explanted: , product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.